Event description:
It was reported to inspire a patient passed away on (B)(6) 2024, three days post-implant of the inspire system. The patient was prescribed antibiotics, pain medication, and nausea medication post-implant procedure. The implanting physician stated that the patient presented to the ER with a very weak pulse and also experiencing a sinking episode. The patient passed away from a pulmonary embolism and the implanting physician said that he does not feel that it was directly related to the inspire implant, but possibly a complication from surgery in general. The inspire therapy had not been activated yet.